Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to gear-pinion.

Event description:
Per the reporter, on (B)(6) 2015 the pump alarm was not sounding, so the pump alarm could not be silenced before shipping the pump.

Event description:
A confirmed motor stall noted in the event logs with no motor stall recovery recorded was reported. The patient had seen the managing healthcare provider¿s office on (B)(6) and stated they ¿restarted¿ the pump because it ¿stopped¿. The reporter reviewed the logs and the pump was updated on (B)(6), tube set alarm on (B)(6), motor stall occurred on (B)(6) recovery, (B)(6) stall occurred, then normal logs resume on (B)(6). Per the healthcare provider the patient was experiencing confusion. The pump was used to deliver bupivacaine and dilaudid. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information later received the motor stall never recovered. The patient stated that 3 to 4 weeks ago he noticed his pump beeping. The patient went into the hospital and it was determined that he had a motor stall that is not recovered. The pump was read yesterday and it was still in stall mode. The pump was explanted yesterday and the patient was re-implanted with another pump. The healthcare provider lowered the patient¿s dose to 0.2mg/day for now since the healthcare provider was not sure how long the patient was without drug. The healthcare provider also gave the patient a prescription for tramadol for pain in case he needs it . The patient status at the time of the report was indicated as alive, no injury.

Event description:
As far as this reporter knew, the patient was doing okay after the replacement as they had not heard anything from the patient¿s doctor.